Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(See (B)(4) for allegations of insr beeping and hard reset.)

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while recharging the patient (pt) experienced difficulty removing the implanted neurostimulator (ins) recharger (insr) antenna that had been secured with an adhesive disc. The pt stated that the antenna was hard to remove and had to be peeled off slowly, and after removed the pt's skin looked like it had been burned. No additional symptoms were reported.

Event description:
Additional information received from the patient reported that they applied burn cream to the area of their skin affected by the burn and that the issues was now resolved. The patient noted that the replacement recharger works fine.